Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix in the retracted position clogged with blood and tissue. The reported event of high capture threshold was not confirmed. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. The reported event of helix rotation anomaly was confirmed. An x-ray examination of the lead revealed the inner coil was over-torqued at the connector region. After cleaning the helix region of blood and tissue and applying torque directly to the inner coil, the helix was able to successfully extend and retract. Additionally, the extended helix was measured to be within required product performance specification. The cause of the reported event was isolated to the helix being clogged with blood and tissue and over-torqued inner coil at the connector region which is consistent with procedural damage.

Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, high capture threshold and a helix rotation anomaly were observed the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event the patient was stable.